Manufacturer narrative:
At this time the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a microdislodgement, the lead also exhibited loss of capture and helix extension issues during the reposition attempted. No additional adverse patient effects were reported.